Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the clogged foreign material in the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscope]. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. (A) inspection of water feeding. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water. Flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the connecting tube had a dent and scratch; the plastic distal end cover had a dent; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to clogging of the nozzle, the air supply volume does not meet the standard value; due to clogging of the nozzle, the water supply volume does not meet the standard value; due to clogging of the nozzle, the water removal ability does not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value; due to clogging of the air supply volume, the water supply volume, the adhesive on the distal sheath had a white-clouded area and scratch; due to a dent on the channel tube, forceps could not be inserted smoothly; the protector of the universal cord on the scope connector side had a scratch; and the adhesives around the objective lens had a white-clouded area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope had air and water flow issues from the flow system. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.